Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) tested fiber optic in diagnostics and passed to specifications, could not duplicate customer failure. During leak tests observed cs300 failing. K6a,k6,k7,k8 leak test. Observed vacuum leak from k7 causing test#3 to fail. Received new drive manifold from stock and replaced defective drive manifold (0104-00-0018). Corrected leak failure to drive manifold.unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported that in a cs300 intra-aortic balloon pump (iabp) fibre optic line was not calibrating.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field- e1 (event site email). Corrected field- e2 (occupation).

Manufacturer narrative:
A getinge field service engineer (fse) tested fiber optic in diagnostics and passed to specifications, could not duplicate customer failure. During leak tests observed cs300 failing. K6a,k6,k7,k8 leak test. Observed vacuum leak from k7 causing test#3 to fail. Received new drive manifold from stock and replaced defective drive manifold (0104-00-0018). Corrected leak failure to drive manifold.unit passed all functional and safety tests per factory specifications, returned to customer. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne,the failure analysis and testing dept. Received part manifold, drive with a reported unit failure of failing the k6, k6a, k7, k8 leak test.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed manifold, drive into the cs300 test fixture serial number and tested the drive manifold to factory specifications per the cs300 service manual.the fat performed the k6, k6a, k7, k8 leak test.test #3 differential result was -218mmhg. Factory specification is +-20.the drive manifold failed test #3. Probable cause could be a defective k6 or k6a, or a pressure leak through k8.the fat verified the complaint of the drive manifold failing the leak test.sending the drive manifold to the supplier per procedure number the following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for the part. Please see attachment. They stated: "coil resistance was in specification for all three coils k6, k7 and k8. Unit also passed the pull in and cycle test on all three circuits. However, the unit failed the leak test on all three circuits k6, k7 and k8.visual inspection of the internals yielded plunger seals with black debris. The black debris is caused by the break down of the rubber seals and bumpers as the unit is cycled through its useful life. Picture of the seal with the debris is shown below."root cause for this part is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.